Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas to report the patient had elevated blood glucose between 220-400 mg/dl yesterday while there was a cartridge leakage issue from the luer lock. The patient's blood glucose was corrected with 8 units of insulin via syringe. There was no product misuse. The reported issue was not resolved with training. The cartridge was discarded and will not be return for investigation. There were no reported symptoms or required hcp medical intervention to suggest a serious injury this complaint is being reported due to the unresolved cartridge leakage issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the cartridge has not been returned; a retain sample of the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.